Event description:
Physician noticed a difference in the tip of the catheter compared with last year. During the procedure, she experienced the insertion of the catheter in the vein to be more difficult than before. In the last half year, a group of around 50 patients, five complications occurred with thrombosis on the tip of the catheter. One patient could be treated with heparin, but in four cases it was necessary to explant the port system.

Manufacturer narrative:
Devices will not be returned for evaluation. The change in catheter tip is within specification. There is no indication that the catheter tip would result in an increase in thrombosis. The tip is not jagged or uneven (thus causing inner vein layer damage which could lead to clot formation). Therefore, it is unlikely that this would contribute to an increase in thrombosis. According to current literature published on this subject, thrombosis is the most common type of occlusion, responsible for up to 98% of all occlusions. Catheter occlusion rates vary from 46% - 93%.